Manufacturer narrative:
This supplemental report is to provide a correction to the pervious initial report MDR as a non-reportable malfunction was reported. The initial medwatch reported that the diego elite multidebrider footswitch was not responding. The issue was found during preparation for use. The customer had experienced an issue a few days beforehand and was wiggling the wire but now there was no response at all. There were no reports of patient harm. The initial report was reported out of caution as there wasn't enough information. The iuc is non-pae and the final fuc codes are non-pae. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the diego elite multidebrider footswitch was not responding. The issue was found during preparation for use. The customer had experienced an issue a few days beforehand and was wiggling the wire but now there was no response at all. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.